Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery there was a balloon rupture at 4 atmospheres. Balloon was used for pre dilating the lesion. There was heavy calcification with mild vessel tortuosity and 90% stenosis seen. There was no separation of any balloon part as well as no dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the pt reported. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.